Manufacturer narrative:
The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer. Pump received with scratched case, pillowing keypad overlay, keypad overlay texture damage, torn serial number label, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer called because the plastic ring of the reservoir is broken. The customer doesn't think the insulin pump was not bumped or dropped. The insulin pump will be returned for analysis.